Event description:
It was reported that the patient presented for an explant procedure. During the procedure it was noted that the pacemaker setscrew was stripped. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.